Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) spoke to the customer and dispatched a philips field service engineer (fse) onsite. During the onsite visit the fse determined the speaker was faulty and needed to be replaced. The speaker was replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device has been opened and needs to be fully checked. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined a philips field service engineer (fse) needed to be dispatched onsite for further evaluation. During the onsite visit, the fse checked all internal connections and did a thorough check of the device. The fse replaced the speaker assembly to resolve the issue. The device passed all performance verification testing (pvt) and it has returned to working specification. A good faith effort (gfe) response confirmed that at time of the event, the speaker was completely out sound. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.